Event description:
New information received notes that the lead impedance returned to normal after the set screw was tightened.

Event description:
It was reported that high out of range high voltage lead impedance was noted. Physician scheduled to open the pocket in the future to test the lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.